Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/28/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings:a review of the pump¿s black box history showed no activity related to the complaint was recorded. During testing, a 10 unit bolus was cancelled after 5 units were delivered. The status screen displayed that the insulin on board was 5 units. The insulin on board was found to be calculating correctly. The complaint that the total amount of a cancelled bolus was on board was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump insulin on board (iob) feature displayed that the total amount of a cancelled bolus was on board. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.